Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the reported issue was the digital pcb assembly.  After extensive troubleshooting, however, further component level cause could not be determined. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on the readiness display and would not power on when prompted.  The customer advised that the battery was completely depleted (zero led's on the battery gauge when tested); however, they did not have another battery to put into the device to test it.  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio verified that the service wrench was present on the readiness display.  Additionally, physio confirmed that the device would not power on when prompted with a known working battery.  Physio observed that battery indicator on the readiness display continued to show zero bars for the battery level and the led's on the keypad were lit.  The device also beeped unexpectedly.  This behavior is indicative of a device lock-up condition that could prevent defibrillation, if it were necessary.